Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v312686, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿died after three years¿ and that her physician ¿told her that was not normal.¿ it was noted the patient¿s stimulation was set ¿really high ¿ up to 8¿ volts. No further information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.